Event description:
The report received indicated that during a coronary procedure, the tip of the atw wire broke off in the patient's left anterior descending artery (lad). The problem occurred after the target lesion had been stented, while taking a picture of the vessel. The wire had been advanced to the distal vasculature; the separation occurred approximately at 3 cm from the distal end of the wire. The physician tried to snare the piece out; however, was unsuccessful. The wire fragment was lodged in the distal lad and the physician then deployed a stent in order to crush the tip into the vessel wall. The intended procedure was successfully completed. There were no other adverse events reported for the patient. Further information indicated the procedure was for treatment of a lesion in the mid lad. The vessel was highly calcified, diffuse disease. Except for some resistance encountered before identifying the fracture, there were no other difficulties encountered.

Manufacturer narrative:
The product has not been made available for evaluation, currently, it is being retained by the user facility's risk management department; attempts to obtain the product are underway, therefore, additional information will be submitted within 30 days upon receipt.